Event description:
Related manufacturer report number: 3006705815-2022-14275 and 1627487-2022-02734. It was reported that the patient¿s system could not be placed into MRI mode due low impedances. As result, the scs system was explanted.

Manufacturer narrative:
Event date is an estimate. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.